Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Rewind functioned properly and the device primed properly during testing. The low reservoir reminder alarm was set at the default 20 units. Installed a water filled test reservoir and primed the device. Verified the test reservoir had 77 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.9 units left. Rewound the device. Rewind functioned properly during testing and the device primed properly and no unexpected, low reservoir reminder anomaly, insulin flow blocked alarm, or prime/fill anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a rewind issue. The customer's blood glucose was not provided at the time of the incident. The customer stated they had a low reservoir alarm prior to the rewind anomaly. Troubleshooting was not provided and the issue was not resolved. The insulin pump will be returned for analysis.